Event description:
It was reported that the t:slim x2 pump battery would not charge, and a power source alert was recorded. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to use a known working outlet with the wall adapter for at least 30 consecutive minutes to attempt charging, and they planned to follow up on the issue.